Manufacturer narrative:
Hakim valve (ID 823844) was returned for evaluation. Device history record (DHR) - the product code 82-3844 with lot chnczl, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected and no defects were noted. The valve was hydrated. The valve failed the test for programming. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the cam, seat of the ruby ball and the motor. The magnetizing motors have been tested, the test is failed. Root cause analysis - the root cause for the issue reported by the customer is due to the abnormal polarization of the cam magnets and due to biological debris and protein, the biological debris and protein build up interfering with the valve, at the time of investigation biological debris were noted. The root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU (instructions for use), ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgeon wanted to change the setting of a hakim valve from 120 to 140 to reduce over drainage risk due to acute subdural hematomas from an impact to the head on contralateral (left) side. However, it stuck at 30. Surgeon tried 15 times with programmer and confirmed by x-ray before he called account manager who tried to use another older programmer another 5 times (manage to change it up to 50). Multiple attempts only managed to get it back up to 50. Decision was made to remove and replace the valve on october 28, 2023. The hakim was implanted 15 years ago.